Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026, while the patient was at work, she noticed her continuous glucose monitor (cgm) readings was 59 mg/dl. The patient also reported that the cgm did not provide her with any alerts notifying her of her hypoglycemic state. After 10 minutes, the patient had trouble concentrating and felt like she was going to pass out. Nurses at the patient¿s workplace gave her juice and a candy bar but the cgm value dropped further to 40 mg/dl. A co-worker called emergency medical service (ems). Once ems arrived, the patient¿s blood glucose (bg) meter reading was taken but the patient could not recall the specific value while the cgm was still reading between 40-50 mg/dl. Ems treated the patient with glucose gel and transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 84 mg/dl while the cgm was reading 50 mg/dl. The patient was given a bag of chips and pretzels. No other medication was provided for the patient. The patient was discharged home after approximately 4-5 hours and was feeling better. The patient was ¿fine¿ at the time of report. Data was provided for investigation. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026, while the patient was at work, she noticed her continuous glucose monitor (cgm) readings was 59 mg/dl. The patient also reported that the cgm did not provide her with any alerts notifying her of her hypoglycemic state. After 10 minutes, the patient had trouble concentrating and felt like she was going to pass out. Nurses at the patient¿s workplace gave her juice and a candy bar but the cgm value dropped further to 40 mg/dl. A co-worker called emergency medical service (ems). Once ems arrived, the patient¿s blood glucose (bg) meter reading was taken but the patient could not recall the specific value while the cgm was still reading between 40-50 mg/dl. Ems treated the patient with glucose gel and transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 84 mg/dl while the cgm was reading 50 mg/dl. The patient was given a bag of chips and pretzels. No other medication was provided for the patient. The patient was discharged home after approximately 4-5 hours and was feeling better. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.